Manufacturer narrative:
Product analysis: analysis was able to confirm that the backlight on the external pulse generator (epg) did not function and determined it was because the red display wire was cut. Analysis also noted that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight on the external pulse generator (epg) did not function. The epg was returned for service. There was no patient involvement.